Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013 the distributor contacted animas, alleging that the pump was repeatedly emitting an alarm that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: black box review shows several alarms on the reported event period. ¿ez-prime¿ steps were performed correctly, the pump failed the 24hr duration test due an alarm occurring during the test. The pump¿s cover was removed. The watchdog chip was inspected, and the 32 khz crystal signal was found missing from the pin12 on the u38chip.3-y2 crystal component failure was concluded. Unrelated to the complaint, the display has a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.